Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer called in to report hospitalization for high blood glucose levels of 600 mg/dl. The customer's blood glucose level at time of call was 164 mg/dl. The customer reported it was due to a bent cannula. The customer declined to troubleshoot stating that the device was working as designed. The product was not returned for analysis.